Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd angiocath¿ IV catheter connection when ¿punctured the baby, blood leaked from the connection.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: confirmed: bd was able to confirm the complaint based on the analysis of the customer's photos containing the claimed defect. Investigation comments: after analyzing the photos returned by the client it was possible to confirm the complaint of damage to the luer connection of the adapter. Samples/ photos: were received photos for analysis of the incident in question. According to the analysis of the photos it was possible to verify that there was a damage at the luer connection of the adapter, which can cause the leakage reported in this complaint. It should be noted that this type of complaint does not require the presence of physical samples, as long as the photos have good resolution and clearly show the defect, as was the case of this complaint would be sufficient to confirm the defect. DHR/ qn/ ncmr review: the tipping of catheter/ tipper lot: 6361823 used in the claimed final product lot: 7027714 of angiocath 24gx0.75 it was analyzed and it was no recorded incidents that could lead to this complaint. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of leakage and damaged component for the lots involved. Investigation conclusion: based on the investigations of this complaint, it was not possible to assign a root cause for the incident to date.